Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the parylene insulation coating was delaminated from the ins can in certain areas. The cause of the delamination could not be conclusively determined.

Event description:
It was reported that during the replacement surgery for the patient¿s implantable neurostimulators (inss), ¿something that looked like an ins coating¿ peeled off when this ins, which was implanted in the left chest, was extracted. The reporter was unable to check what type of coating it was. There was no health hazard to the patient and the ins replacement proceeded normally. Additional information was received which reported that the patient had good therapy. The implant date was noted as (B)(6) 2007 which is before the manufacturing date of the device. It is unclear when the device was act ually implanted.

Event description:
Additional information was received which reported that the reason for the replacement was normal battery depletion. The delamination was found during the surgical procedure and was not a contributing factor to the replacement.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.